Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided, therefore, the device history records were not reviewed. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that approximately over a year post port implantation, the device allegedly was unable to aspirate. It was further reported that a month later the patient complained of discomfort during saline flush and the catheter was removed and the catheter was allegedly damaged near the 15 cm marker. There was no reported patient injury.

Event description:
It was reported that approximately over a year post port implantation, the device allegedly was unable to aspirate. It was further reported that a month later the patient complained of discomfort during saline flush and the catheter was removed and the catheter was allegedly damaged near the 15 cm marker. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: received one disassembled powerport MRI isp, one CT topogram, and two ap chest radiographs for evaluation. Imaged review noted no break to the catheter. Visual inspection identified two partial circumferential splits 11.9 cm and 12.7cm distal to the proximal end of the catheter. Additionally visual inspection noted two creases 13.7cm and 14.6cm distal to the proximal end of the catheter. Both partial circumferential splits were characterized by smooth edges and slight buckling to the catheter, which is indicative of flexural fatigue. Creases are also indicative of flexural fatigue. Therefore, the investigation is confirmed for the alleged leak, specifically for flexural fatigue. It is possible that cyclic kinking of the catheter tube due to physiological, placement, usage or mechanical factors may have contributed to the reported event. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.